Manufacturer narrative:
An investigation was completed in response to a customer complaint of multiple false resistant results for escherichia coli in association with the vitek® 2 ast-n371 test kit (ref (B)(4), lot 0210932204). The customer reported receiving false resistant results for multiple antibiotics, including meropenem and ertapenem. Strains were submitted for investigation and results were summarized in supplement 1. This lot of ast-n371 card was subject to an additional investigation related to top seal pouch integrity. The investigation determined that a low percentage of this lot (pouches manufactured during a 20 minute time period) was potentially impacted due to top seal wheels becoming dirty prior to a downtime event on poucher 6. This was also noted in supplement 1. However, the investigation of the top seal was reopened following submission of 456 cartons of ast-n371 pouches (specifically lot 0210932204) from a netherland subsidiary. Out of the 456 cartons (9120 pouches), 40 pouches were from the impacted poucher and timeframe, poucher 6. These cards were inspected. (B)(4). An additional 178 pouches ast-n371 lot 0210932204 pouches returned from customer sites for evaluation. Of the 178 pouches only 55 were pouched on poucher 6. -20 pouches - tug testing was performed by the customer. These pouches had inconsistent seal strength across the top seal. Some had strong seals across the length of the top seal, whereas others were weak in some locations. None of these pouches were open when received but a few could be peeled open manually with effort. -15 pouches - the tug test had already been performed on these pouches by the customer. Several of the pouches were opened by the customer in various locations across the top seal. The remaining portion of the seal for these pouches was weak/brittle. -20 pouches - were not opened by the customer. Biomerieux performed a tug test on the pouches returned by the customer. There were four (4) pouches that had open top seals in a small location across the top seal. The remaining portion of the top seal was intact. The other 16 pouches in this carton had weak top seals but were not open. However, they could be peeled open manually with effort. The retain samples for lots manufactured before/after ast-n371 lot 0210932204 that used poucher 6 were inspected. Ast-n381 lot 0310932404 processed on poucher 6 prior to ast-n371 lot 0210932204. All retain samples for poucher 6 had strong top seals. Ast-n222 lot 6220932203 processed on poucher 6 after ast-n371 lot 0210932204. All retain samples for poucher 6 had strong top seals. The subsequent investigation did not impact the initial root cause that the top seal wheels were dirty prior to a downtime event on poucher 6. However, the additional findings and evaluations did impact the investigation conclusion. A review of the returned product from ast-n371 lot 0210932204 determined pouches with weak top seals were more than likely consumed in the field due to the manufacturing date of the lot in dec 2018. Field safety corrective action (fsca) was issued on 05feb2020 (fsca 4654). Pouch operating practices and inspection criteria have become more strict since the manufacture of ast-n371 lot 0210932204. There have been no internal findings for integrity violations at the top seal from jan2019 to current (feb 2020).

Manufacturer narrative:
An investigation was completed in response to a customer complaint of multiple false resistant results for escherichia coli in association with the vitek® 2 ast-n371 test kit (ref 422024, lot 0210932204). The customer reported receiving false resistant results for multiple antibiotics, including meropenem and ertapenem. The customer submitted seven (7) strains for investigational testing (s1-s7). ----identification testing---- all strains were identified as escherichia coli using the vitek® 2 gn ID test kit, however two populations were identified for s1. ----susceptibility testing methods---- the two distinct strains found in s1 were tested using the vitek® 2 ast-n233 and vitek® 2 ast-xn05 test kits and the susceptibility results were found to be different for each strain. Such results require a new strain shipment to confirm the presence of two distinct strains in the sample, but the customer was unable to provide an additional strain shipment. No additional testing could be performed on s1. The remaining strains (s2 - s7) were subcultured onto two different media types, columbia blood agar (cba) and macconkey (mac). S2 - s7 were then tested using one vitek® 2 ast-n371 test kit card from the customer's lot (0210932204) and one card from a random lot (0210971104) for both media types. ----vitek® 2 ast-n371 results---- for strains s2 - s7, the resistant ertapenem and meropenem results obtained by the customer were not reproduced in house, regardless of lot of ast-n371 test kit or media type used. Ast-n371 lot # 0210932204 met final qc release criteria. The lot passed qc performance testing. To be noted: this lot of ast-n371 card was subject to an additional investigation related to top seal pouch integrity. The investigation determined that a low percentage of this lot (pouches manufactured during a 20 minute time period) was potentially impacted due to top seal wheels becoming dirty prior to a downtime event on poucher 6. Since the manufacture of ast-n371 lot 0210932204 in december 2018, pouch operating practices and inspection criteria have become more strict. Specifically, routine checks of the cleanliness of the top seal wheels and increased inspections of the top seal on finished pouches have been implemented. There have been no internal findings for integrity violations at the top seal since the implementation of these practices in jan2019 to current (aug2019).

Event description:
A customer from (B)(6) notified biomérieux of multiple false resistant results in association with vitek® 2 ast-n371 test kit (reference (B)(4), lot 0210932204). With initial testing for six escherichia coli isolates from separate patients, the customer obtained false resistant results for multiple antibiotics, which included meropenem and ertapenem. The customer then noticed small holes in the outer packaging and decided to repeat testing with the same lot of cards. The repeat testing yielded multiple susceptible results for each isolate tested, including susceptible results for ertapenem. The customer stated that the repeat test results were reported to the physician, and there was no indication of incorrect treatment or patient harm. A biomérieux internal investigation will be initiated.